Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for routine generator replacement when diagnostic imaging revealed externalized conductors on the rv lead. Patient was asymptomatic. Electrical function of lead was tested and observed with no anomalies detected. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.